Manufacturer narrative:
Difficulty with balloon deflation has been established as a reportable event. Investigation eval: our eval of the returned extraction balloon could not confirmed the report. The user indicated that the balloons were popped while trying to remove the balloon and endoscope from the pt. This prohibits our eval that the balloon would not deflate. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval. The info provided indicated the balloon inflated properly prior to use. Therefore, the balloon was intact and functioning prior to advancement through the endoscope. Prior to distribution, all fusion biliary extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following info was provided by the cook area representative based on comments made by the user: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion extraction balloon with multiple sizing. The balloon was advanced into position and inflated. The physician was unable to get the air back out of the balloon and it would not deflate. In trying to remove the balloon through the endoscope, this popped the balloon. (See MDR 1037905-2012-00005) a second balloon was used and the same observation was made. (See MDR 1037905-2012-00006) a third balloon was used and deflation difficulty was also experienced. (See MDR 1037905-2012-00007) the customer also alleges that the third device was received with the air port as the dye port. An extraction basket was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.